Event description:
It was reported that the customer experienced a shattered touchscreen on their insulin pump, rendering the touchscreen unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, the customer was instructed to use multiple daily injections (mdi) as a backup therapy.